Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient complained that he could not cycle his inflatable penile prosthesis (ipp). The sales representative and the doctor tried to cycle the device in the office with no success. Therefore, a revision surgery was performed with the intention to replace only the pump, when the patient was opened it was discovered that the deflate button was scarred down and slanted. When the scar tissue was released, the pump started working. However, the doctor decided to replace the pump in order to position it more dependent in the scrotum. The new pump worked perfectly. There were no patient complications in relation to this event.